Event description:
In 2009 - the customer reported that an ECG leads interpretation did not reflect that a myocardial infarction (mi) had occurred, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
Dom 9/3/08. In 2009 - the customer reported that an ECG leads interpretation did not reflect that a myocardial infarction (mi) had occurred which could impact or delay diagnosis or treatment. The customer returned the unit to service and did not provide the unit to philips for evaluation. ECG strips from the event were reviewed by philips clinicians and algorithm engineers. There was no malfunction of the device. The device functioned as specified. There is no information to suggest that the device was less than fully capable of delivering therapy.